Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection, the power connector on j7/pcb1 was unplugged not allowing unit to power up. Power connector was plugged back in position and unit power up properly, monitored and no blank display noted. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. Unit was also downloaded using thump software and also downloaded on carelink. During download history review no relevant alarms were recorded during complain date to confirm complain code. Unable to test for displacement test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank display. In conclusion, unit was received with a blank display due to the power connector on j7/pcb1 was unplugged not allowing unit to power up. After positioning the power connector in place unit powered back on. Therefore, unable to perform drive system test due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7020la, unomedical, mmt-332a, mmt-1884. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.